Manufacturer narrative:
The sample is serum with a gel barrier. Sample 1/1 was stored in the refrigerator in the primary collection tube until repeat testing was performed. Both of the samples were loaded onto close tube accession (cta) in the primary collection tube. Qc was processed via the (cta) and was within the established ranges pre and post the event. On (B)(6) 2010, the customer performed system check which met specifications. Service was not dispatched. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated total beta human chorionic gonadotropin (tbhcg) result generated by unicel dxc 600i synchron access clinical system on one patient. The initial sample and a subsequent sample were tested and lower results were obtained. The erroneous result was reported out of the laboratory. Patient treatment was not impacted by this event.